Manufacturer narrative:
Device had unresponsive buttons due to flattened down button dome switch. Unable to perform displacement and self tests due to the keypad anomaly. No unexpected numbers ramping or scrolling anomaly noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had button issue. The customer stated that numbers was ramping on their own. Customer stated that the scroll bar was moving with no input. Customer reported that the insulin pump not exposed to a change in altitude. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis